Manufacturer narrative:
The bed frame, blower, mattress, and battery backup units were tested, and no issues were identified with any of the devices. Based on the observed damage, it is believed that the bed frame damage may have resulted from an electrical cord becoming pinched within the bed frame. However, this could not be confirmed, as no damage was observed on any of the electrical cords during the evaluation. Further information is contained within complaint-(B)(4).

Event description:
Ot was kneeling on the bed behind the patient when they heard a loud bang, thought they saw sparks at the foot of the bed, and noticed a burning electrical smell. Burn damage was noted behind the caster housing on the left patient foot side of the bed frame.